Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 1 and 4 hours their blood glucose level had rose to 300 mg/dl and they had experienced bleeding and bruising at the pod infusion site (hip/buttocks). In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. As treatment, the patient administered manual insulin and applied a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data shows that the device completed first and second priming sequences and was deactivated at 196 pulses. The device successfully delivered a bolus. The device was reset into the not deployed position using the lock and load tool and rotation of the ratchet gear deployed the needle mechanism assembly as intended. No issues were observed with the needle mechanism assembly. Blood was observed on the device. The formed needle and bottom housing were inspected for damages or defects that could cause bleeding and none were found. The exact cause of the bleeding could not be conclusively determined.